Event description:
On 06/24/2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high readings. On 07/08/2009, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose 3 times per day and managed her diabetes with 70/30 mixed insulin and regular insulin. The pt takes the regular insulin based on a sliding scale per the lfs meter reading. On the day of the event in 2009 at 7:22pm, the pt tested on the subject meter and obtained a blood glucose in the "200 something mg/dl," which the pt felt was inaccurately high compared to her average readings of below 155 mg/dl during that time of day. Per the reported lfs meter reading, the pt took 5 units of regular insulin per the sliding scale regimen. In addition, the pt took her usual 45 units of 70/30 insulin. At around 7:37pm, 15 minutes later, the pt developed symptoms described as "sweating, feeling hot, like passing out, and needed food." The pt promptly took orange juice and ate her dinner. The pt indicated she felt better after dinner. Prior to the aforementioned symptoms, the pt did not participate in any strenuous activity and ate her usual breakfast and lunch. The pt did not skip any meals on the day of question. The pt's insulin regimen was not changed immediately prior to or after the day of the incident. The pt felt that had the subject meter given her the "correct reading" on the day of concern, she could have prevented the aforementioned symptoms. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. The pt reported blood glucose results of "390 and 342 mg/dl" with a lifescan meter and a blood glucose reading below "200 mg/dl" but over 150 mg/dl on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. This complaint is being reported because the pt claimed that she had symptoms that can be associated with hypoglycemia after she took insulin per an alleged inaccurate high reading obtained on the lfs meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.